Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The 5.0cm aus cuff, pump, and balloon was explanted and a 4.0cm aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The 5.0cm aus cuff, pump, and balloon was explanted and a 4.0cm aus cuff, pump, and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: returned product consisted of an ams 800 urinary control system. Visual and functional testing found that the pump failed the high and low flow tests. The cuff had a leak in the shell due to interaction with a sharp object. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.